Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture diagnosed via MRI and severe breast pain. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d3, d6b, g1, h.6.

Event description:
Patient reported "rupture" diagnosed via MRI and "severe breast pain". Healthcare professional later reported "rupture" and "capsular contracture baker grade IV". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.